Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic reversal of hartmann's procedure, the device partially fired and there was poor staple formation.